Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature citation- lwowski c, et al., assessment of visual habituation measured with the halo & glare simulator and its impact on patient satisfaction following quadrifocal iol implantation. Journal of refractive surgery. 2023; 39(8):510-517. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article to evaluate the levels of habituation and its influence on outcome satisfaction in patients who underwent bilateral multifocal intraocular lens (iol) implantation. A total of 24 patients underwent bilateral multifocal iol implantation surgery with the company trifocal diffractive iol following cataract extraction or for refractive purposes. Data were collected 3 and 6 months after surgery, which included subjective refraction, corrected and uncorrected visual acuity (distance, intermediate, near), a contrast sensitivity test, simulation with the halo and glare simulator, two visual quality surveys, and a slit-lamp examination by an ophthalmologist. This file is about 1 case of 17-degree mis rotation was noted, but the patient refused a correcion because of good subjective visual quality, with an uncorrected near visual acuity of 0.2 logmar (snellen 20/32) and cdva of 0.1 log mar (snellen 20/25).